Event description:
It was reported that a patient underwent a unknown surgical procedure and suture was used for fascial closure. The patient began to seep fluids a few days later. The physician took a closer look at the incision and noticed it was starting to dehisce. The patient was taken back to the operating room and a loop of bowel was noted to be strangulated and the facial closure had totally dehisced.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Strangulated bowel. Wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.